Manufacturer narrative:
The reported event of failure to capture was not confirmed by analysis. As received, a complete lead was returned in one piece. Electrical, visual, and x-ray analysis of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the atrial lead was unable to pace. The lead was removed and replaced during the same procedure, and the patient was in stable condition.